Event description:
According to the report, dermabond topical skin adhesive was applied to a patient's laceration on the nose. During the procedure, the adhesive dripped into the patient's eye. The patient was seen by an eye doctor. The physician stated that he believed that the eyelashes were holding the eye closed. He cut the eyelashes and told patient that if it had not opened up by friday he would have to surgically remove the adhesive. The reporter stated that the patient's eye is still sealed shut. Reporter was contacted by the ER staff for clinical knowledge. Reporter was told if residual adhesive remains to apply topical opthalmic ointment to help loosen the bond.